Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.